Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in a shunt in a vessel. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during first inflation at 24 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was good post procedure.